Event description:
There was friction during use of this product and the stent would not deploy. Analysis of the device revealed an anomaly not previously identified; the microcatheter was broken from the center joint.